Event description:
It was reported that there was a volume discrepancy with an actual residual volume of 20ml and an expected residual volume of 2ml. No patient symptoms were reported. Several dose increases were performed without any further benefit. A (B)(4) study was performed on (B)(6) 2011 and the physician was unable to aspirate anything from the catheter. A catheter revision was planned. The pump was used to deliver compounded dilaudid and bupivicaine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).